Manufacturer narrative:
The alarm trace did not indicate any issue. The field service representative adjusted the sample probe and adjusted the rinse levels for the probe. The cuvette filling volume was also adjusted. After these actions, no further issues were observed. The investigation determined the service action resolved the issue.

Manufacturer narrative:
Calibration and qc results were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable albt2 tina-quant albumin gen.2 results for 2 patient's urine samples tested on a cobas 6000 c (501) module. For patient 1: the initial albu2 result was 42.31 mg/l with a repeat result of 21.07 mg/l. For patient 2: the initial albu2 result was 50.76 mg/l with a repeat result of 5.99 mg/l. The ablu2 reagent lot was 40384301 with an expiration date that was requested but not provided. The results in question were not reported outside of the laboratory.